Event description:
It was reported that after a cori assisted surgery, the ri robotic drill attachment would not unlock to disassemble real intelligence robotic drill. The long attachment is stuck with drill tracker connected. They tried unlocking collet in drill diagnostics, but it did not work. Since incident happened after procedure, patient was not involved. The investigation found that the attachment bearing shaft lock not was out of specification causing it to get stuck on the drill.

Manufacturer narrative:
The cori drill attachment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was confirmed. The drill attachment is stuck on the drill and can't be removed. A functional evaluation was performed. A kpc test was run and failed. The drill was disassembled and the drill attachment was removed. It was found that the drill attachment bearing shaft lock not was out of specification causing it to get stuck on the drill. A supplemental MDR with the results of investigations will be sent.

Manufacturer narrative:
The ri robotic drill attachment, part number rob10015, serial sn000679 and used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The drill attachment is stuck on the drill and can't be removed. A functional evaluation was performed. The reported problem was confirmed. A kpc test was run and failed. The drill attachment could not be removed from the drill in its as-received state. The drill was disassembled and only then the drill attachment could be removed. A historical CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is drill attachment bearing shaft lock not was out of specification causing it to get stuck on the drill.. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.